Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that review of high ventricular rate episodes revealed that the pacemaker exhibited intermittent ventricular undersensing. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.